Event description:
A report was received that the patient passed away. The cause and date are not known.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial/lot # (B)(4), description: linear 3-4 lead, 50cm.